Manufacturer narrative:
E1: patient city: (B)(6). H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion as insulin flow was blocked. Patient was in the middle of the road and wanted advise on what to do to fix the blockage. Patient mentioned re-using same set and wanted to change the entire set once he gets in europe. No further information available.